Event description:
During intubation of a pt in preparation for an operation at a hosp in sweden, the wand got stuck in the tracheal tube. The operator, who was experienced in using the trachlight wand, had difficulty locating the trachea and stopped the intubation. In trying to remove the wand, he found he had to pull hard and the wand tube material tore in half. A new wand was used successfully, the operation began and the pt is doing fine. The pt was a male of 50 to 70 yrs who had bleeding in his brain. The exact incident date is not known but the incident was first reported from the hosp on january 14, 1999. As rec'd in norway, the child multiuse wand, returned with the tracheal tube used during the incident, was found to be torn in half revealing the stylet still in place underneath. The wand has a bend in it just below the lamp.